Manufacturer narrative:
We checked the DHR of the batch involved, without finding any anomaly on the dimensions and on the raw material certificate of the poly liner. A total of 53 poly liners have been manufactured with the lot # 201212200; 36 of them have been used, and we received no other signalings on this lot #. The additional event information reports that patient subscapularis was duly repaired during the implant surgery (12-11-2012); the rest of the cuff was in reasonably shape, and the shoulder was very stable after final reduction. We received a photo of the explant, which shows the fragments of the broken l1 liner. We also received confirmation that no further info on this case will be available: the hospital retained the explants, and there is no chance to receive x-rays and further patient info. Therefore we cannot perform a deep investigation. If we add that a conversion to smr reverse was performed during the revision ((B)(6) 2014) subsequent to the liner breakage, we may suppose that patient rotator cuff was not reconstructable at the time of the revision surgery. Consequently - if present - the rotator cuff failure could have contributed to the liner breakage, because of an anomalous eccentric load applied by the humeral head on the superior part of the liner "in vivo". No corrective actions have been planned. We could not perform a deep investigation on this case; we did not detect any pre-existing anomaly on the l1 poly liner involved. We are aware of (B)(4) total cases of breakage of a l1 poly liner (model # 1377.50.xxx) from the metal back requiring a revision surgery. (B)(4). About the other (B)(4) cases reported of l1 liners breakage: we have been reported that (B)(4) breakages were subsequent to patient trauma, and other (B)(4) breakages were subsequent to patient rotator cuff failure. Limacorporate will keep monitored the market to promptly detect the possible recurrence of such events. Device not returned to limacorporate.

Event description:
(B)(6) male patient had a smr anatomic total implanted on (B)(6) 2014. He reported pain and loss of function in 2014 which resulted in physical examination and imaging investigation. The findings showed shoulder instability and breakage of the smr l1 poly liner. Revision surgery performer on (B)(6) 2014 with conversion to smr reverse. The event occurred in (B)(6).